Event description:
The biomed reported that the nasogastric (ng) tube was placed, in the patient¿s lung, using the cortrak 2 on (B)(6) 2022; they developed a pneumothorax. Reportedly, the tube was removed, and the patient had to stay in bed an extra day. They were released the following day. The patient¿s current condition was not provided. Additional information received, FDA medwatch / FDA user facility report # mw5110600 reported: [a] chest tube [was] placed immediately after/same day. [The] chest tube was removed, and the patient was discharged to skilled nursing facility. The patient¿s current condition was not provided.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
FDA medwatch / FDA user facility report #mw5110600, received 07jul2022.

Manufacturer narrative:
The device was reviewed by a third party, both components, the monitor unit (mu) and receiver unit (ru), met all manufacturing specifications and passed all inspections at the time of release; additionally, the sample evaluation was unable to replicate the reported failure and both the mu and ru functioned as intended. The avanos corview cross-functional team reviewed the provided tracings for the day of the event and there was cross-functional agreement that multiple tracings showed deviation into the right lung area; all tracings showed difficulty moving the feeding tube forward (green ball moving back and forth). The device history record for the reported lot number (21030051) was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures. The sample evaluation of both the mu and ru, and the provided tracings did not follow typical placement pattern and showed deviation into right lung area; the root cause was determined to be user: incorrect use. All information reasonably known as of 14 sep 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ghc-22-02274. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 23-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.